Event description:
Dealer states that the left seat frame on the chair has broken at a weld where the legrests go into the frame. Consumer has a lot of tone and was kicking and broke the frame. It happened over a weekend, so the maintenance man welded the frame so it could be used. The consumer only has the one chair.